Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 20 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.